Manufacturer narrative:
(B)(4). Concomitant medical products: 115310, comp rvrs shldr glnsp std 36mm, 700000, 180557, comp nlk scr 3.5hex 4.75x15 st, 224770, 180551, comp lk scr 3.5hex 4.75x20 st, 311420, 115396, comp rvs cntrl 6.5x30mm st/rst, 598140, xl-115364, arcom xl 44-36 std +3 hmrl brg, 392420, 010000589, comp rvrs 25mm bsplt ha+adptr, 595690, 115370, cobalt chrome standard humeral tray, 731060. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02944, 0001825034 - 2018 - 02945, 0001825034 - 2018 - 02946, 0001825034 - 2018 - 02947, 0001825034 - 2018 - 02943, 0001825034 - 2018 - 02949, 0001825034 - 2018 - 03000.

Event description:
It was reported a patient underwent shoulder revision approximately 10 months post-implantation due to infection. Antibiotic spacers were implanted. No further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.